Event description:
It was reported that noise resulting in auto mode switching (ams) was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was awake, alert, in no acute distress prior and was discharged the same day following the extraction.